Event description:
It was reported that during a lap nephrectomy procedure, most of the staples from the reload became torqued (malformed), causing bleeding from renal vein. Bleeding was controlled by hand and clip. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.